Manufacturer narrative:
According to the customer, on (B)(6) 2025 after using the circumcision clamp there was "bleeding on the edges" requiring "surgical" to stop the bleeding. The customer reported did not report any serious injury related to the reported incident. No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Manfacturing date for lot # 128573m23 is 12/2023. Manfacturing date for lot # 128573m24 is 12/2024.

Event description:
According to the customer, on (B)(6) 2025 after using the circumcision clamp there was "bleeding on the edges" requiring "surgical" to stop the bleeding.